Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thus. Critical pump error (open book image) alarm pump error 63 alarms on 07/13/2024 12:19:37.000, 07/13/2024 12:20:49.000 hardware error alarm (63) file number: 2005 line number: 9926 hw/sw: hw (possible hw). Pump was cut open to perform visual inspection and found corrosion on the electronic assembly and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, serial number label fading and corroded battery tube. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm, suspected on hw. During visual inspection, corrosion was found on the electronic assembly and battery tube. Pump exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Trouble shooting was performed and customer reported a critical pump error/open book image error no harm requiring medical intervention was reported. No product return is required for mmt-1712k.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.